Manufacturer narrative:
Based on the information available we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer refused service and did not respond to requests. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the tempus ls gave a hardware failure error message during a preventative maintenance check. There was no patient involvement.